Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The most likely cause for the reported failure can be attributed to wear and tear.

Event description:
On 04/21/2022, it was reported by a facility representative via (B)(4) that an ar-6475 cwiii arthroscopy pump had an issue, open tubing, when clamped did not give pressure fault. The issue occurred in a case and was verified by bio as an issue. This was discovered during use with no impact to the patient.